Manufacturer narrative:
The customer reported that this central nurse's station (cns) went down when a generator test was performed. The unit will no longer boot up correctly. When the cns boots on it goes to a blue screen and says it can't boot. Nihon kohden technical support (nkts) advised that the boot sector on the hdd most likely got corrupted and needs to be replaced. Nkts collected the information needed in order to configure a replacement hdd.

Event description:
The customer reported that this central nurse's station (cns) went down when a generator test was performed.

Manufacturer narrative:
Manufacturer narrative: details of the complaint: on (B)(6) 2017, (B)(6) reported the cns went down during a generator test and now it would not boot up. Service requested/performed: customer was advised the boot sector on the hdd most likely got corrupted and needed to be replaced. Investigation result: unexpected power shutdowns such as from generator tests contribute to damage to the hard drive. The root cause is determined to be corruption of the hdd due to generator test. Details of generator test and if there was a ups involved was not provided. Per cns-9701 service manual, the hard disk's expected life span is every 2 years and customer is recommended to periodically replace the component. The device warranty began 2010, which is over 7 years at the time of reported issue. Information of whether the hard drive had been regularly replaced is not available. The issue to be resolved by replacing the hard drive. A review of the device history found a reported issue on (B)(6) 2018 in which customer requested assistance with settings. This suggests that the customer was able to resolve the hard drive issue and continue use of the unit. Due to the age and service of the unit, this issue is not suspected to be caused by deficient design.